Event description:
It was reported that this implantable cardioverter defibrillator emitted tones. After several months, the device stopped beeping. One month later, the patient himself called to boston scientific technical services (ts) to get advice. The patient revealed that he was not compliant with follow up and had 6 years without checking the device in clinic. Ts advised to go to the clinic as soon as possible and when the patient did, the device was unable to be interrogated due to the battery being depleted. The patient underwent surgical intervention to replace the device, according to the field representative possibly due to a possible code 1003, indicative for voltage too low for remaining capacity, when the device emitted the tones. The patient reported inaccurate information about receiving a shock and beeping but the device has been depleted for a few years now. No additional adverse patient effects were reported. The device was returned and analyzed. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. The device case was opened and visual inspection revealed no irregularities besides an ic chip cracked during the removal of the header while opening the case. Testing found that the battery had depleted earlier than expected. Laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. Patient code 3191 captures the reportable event of surgery. Subsequently, the product was returned and analyzed. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. The device case was opened and visual inspection revealed no irregularities besides an ic chip cracked during the removal of the header while opening the case. Testing found that the battery had depleted earlier than expected. Laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator emitted tones. After several months, the device stopped beeping. One month later, the patient himself called to boston scientific technical services (ts) to get advice. The patient revealed that he was not compliant with follow up and had 6 years without checking the device in clinic. Ts advised to go to the clinic as soon as possible and when the patient did, the device was unable to be interrogated due to the battery being depleted. The patient underwent surgical intervention to replace the device, according to the field representative possibly due to a possible code 1003, indicative for voltage too low for remaining capacity, when the device emitted the tones. The patient reported inaccurate information about receiving a shock and beeping but the device has been depleted for a few years now. No additional adverse patient effects were reported. The device was returned and it is waiting for product analysis.